Manufacturer narrative:
(B)(4). Concomitant medical products: biomet splined knee stem, catalog # 148308, lot # 277810; palacos bone cement, catalog # 00111214001, lot # 78884388; biomet 360 tib sm cruciate wing, catalog # 185650, lot # 810610; biomet 360 tib offset adapter, catalog # 185211, lot # 045340; biomet series a patella, catalog # 184788, lot # 502720; biomet splined knee stem , catalog # 148284, lot # 728810; biomet tibial tray, catalog # 185203, lot # 687230; biomet 360 tib offset adapter, catalog # 185211, lot # 430350. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to the femoral screw backing out.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the x-rays by a third party state that the cemented components are anatomically aligned. There is no fracture or evidence of component loosening. There is a subtle metallic density overlying the medial aspect of the femoral notch that could represent the described "backed out" femoral screw. However, this cannot be confirmed as it is not seen on the lateral view. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.